Event description:
Additional information received reported during reinsertion of the old catheter the guide wire got bent. It was unknown how the patient was doings of (B)(6) 2014.

Event description:
Additional information received reported that there was no note of the guide wire being bent prior to use. The location of the catheter issue was stated to be located at the proximal/distal connection. No catheter segments were left in the patient. The patient recovered without permanent impairment. The pump was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the catheter had an intermittent kink. The patient experienced symptoms of pain in the low back and legs. Diagnostic testing and troubleshooting were performed including a dye study, x-rays, and pump logs checked. The catheter dye study was performed on an unknown date and it was a failed dye study. The pump dose was decreased and the patient noticed the decrease. A complete explant and replacement of the catheter occurred on (B)(6) 2014. After disconnecting the catheter from the pump there was no flow of cerebrospinal fluid (csf). The catheter was then cut at the connection and there was no flow. When the anchor was removed, the catheter was not flowing. The catheter was then pulled down 5cm and began flowing; however, when the pump segment was reconnected, it would stop flowing. The catheter was pulled down a little more and started to flow, and then stopped again. An attempt was made to salvage the catheter but the kink remained intermittent and it was decided that it would be best to replace the catheter. The location of the kink remained unknown. A new catheter was implanted, connected and was fully functional with no issues noted. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly, it found the catheter body with dark residue in dispensing holes; not related to the event. (B)(4).